Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer was able to get the battery cap off while on hold. Customer confirmed there was no damage to the battery compartment itself, just on the battery cap. Troubleshooting was performed and customer received a failed battery test alarm after inserting a battery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and unexpected alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test alarm noted. Pump received with stripped battery cap coin slot, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted.